Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin continued to flow out of insulin pump, but there were no numbers on display screen even after set change. Caller released act button and insulin continued to flow. Customer's blood glucose was 405 mg/dl. During troubleshooting, it was found that there was less insulin in reservoir than what was shown in status screen. Issue was resolved after infusion set change. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. Inserted a water test reservoir, programed several bolus and primed, the insulin pump was delivered properly. No prime fill anomaly noted. No unexpected audio or beep or numbers ramping or scrolling during our testing. The insulin had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.